Event description:
The consumer reported that she fell off a bus on (B)(6) 2016; her patient programmer (pp) got crushed and pushed into her implant and therapy was not working since then. The crushed pp was thrown away. The patient saw her health care professional (hcp) and she was to get another pp to see if they could get therapy going again. The patient's symptoms were back to how it used to be before implant. There was no out of box failure reported. Additional information from a hcp reported that they were trying to sync a brand new pp with the patient's implantable neurostimulator (ins). They kept on getting the reposition antenna screen. Technical services walked the hcp through how to sync the pp and turn the device on. They successfully synced and the ins was on. The patient could not feel any stimulation. She had not felt any stimulation since she fell on (B)(6) 2016. Her toe also stopped twitching when she needed to go to the bathroom after the fall. It was normal for the patient to feel the toe twitch when she had to go to the bathroom as she felt it ever since she was implanted with the ins. It was also noted that the ins had moved from the original position over to the side of her hip. It used to be right under the scar where the implant incision was made. The pp issue was resolved and they had the patient turn up stim from 1.6v past 2v. The patient was still not feeling stim. She was at the managing physician's clinic but there was no clinician programmer present. The patient was going to meet with the manufacturers's representative as a clinician programmer was needed to add additional programs since new programmers only had one program. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.